Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure in 2007 and mesh was implanted. The patient reported the procedure damaged her obturator nerve during insertion of the device. The patient experienced vaginal pain and vaginal erosion. The patient underwent another procedure in 2008 to cut and bury the exposed mesh in the vaginal wall. Following the second procedure, the patient has experienced pain and discharge. The patient further explained that she is unable to walk for long distances or have intercourse with her husband. The patient is waiting to see a doctor for further investigation. No additional information has been provided at this time.

Manufacturer narrative:
Date sent to FDA: 9/4/2019.